Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that during a da vinci-assisted surgical esophagectomy transthoracic chest anastomosis procedure, the customer reported the instrument arm drape ring came off intraoperatively and was reattached but could not be properly fitted. The procedure was completed with no reported injury.